Manufacturer narrative:
The insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test or battery out limit noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received battery out limit alarms during normal use and also received failed battery test alarm. Customer's blood glucose was 132 mg/dl. Caller was advised that battery cap would be replaced.